Manufacturer narrative:
Trackwise ID(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related complaints tw ID# (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, tip of the vasoview hemopro 2 device tips stop working. The tips separated and started to melt. Another device was opened and case went according to IFU. No patient affects.

Manufacturer narrative:
Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr 2020 to mar 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 / 22) the device was returned to the factory for evaluation on 04/05/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The black shaft of the device was observed to be melted at the middle part of the shaft, exposing the metal portion inside. Based on the returned condition of the device, the reported failure "melted; shaft" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications

Event description:
N/a